Event description:
It was reported that during photo-selective vaporization of the prostate (pvp), the fiber tip broke sideway turning red after 248,927 joules and 25:25 minutes of fiber use. The fiber was exchanged and procedure completed without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed the fiber was bend, an approximately 90-degree bend was observed from distal to the control knob. The fiber was functionally tested with the hene (helium-neon) laser fixture, due to the kind the visualization failed. Microscope inspection that there was no visible damage in the fiber tip. The fiber card was analyzed, and a soft joule limit was issued, which is not a failure of the device. Although the fiber was observed to be "broke sideway" as described by the complainant, it was not so at the fiber tip. The instruction for use states "do not bend the fiber at sharp angles. Damage may occur to the fiber". It is likely that the user inadvertently bent the fiber while attempting to reposition it during use. Based on analysis results, the interaction between the user and device, or sample, caused or contributed to the error, this includes unintended inappropriate use of the device and incorrect sample preparation.

Event description:
It was reported that during photo-selective vaporization of the prostate (pvp), the fiber tip broke sideway turning red after 248,927 joules and 25:25 minutes of fiber use. The fiber was exchanged and procedure completed without patient complications.